Event description:
It was reported that approximately five years ago the left ventricular (lv) lead was inactivated due to the lv lead dislodging into the main coronary sinus. Additionally, the physician decided to inactivate the lead and not revise at that time. During a most recent routine replacement procedure, the chronic inactivated lead was capped and not replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).